Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient felt a surge of the stimulation which was quite painful. The patient describes the pain as a throbbing aching pain located across the low back in a belt like fashion with worsening intensity to the right side of the lumbar spine into the right buttock and down to the lower extremity following a l5 distribution to the mid calve. The patient was prescribed with pain medication and will undergo explant procedure.